Manufacturer narrative:
Additional information: b1, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted a reload could be seen. The jaws were clamped and the I beam was partially advanced. Staples were up distally between the jaws. Tissue could be seen between the jaws. The reload was not connected to any other instruments. Another reload; two adapters and a power handle connected to a clamshell were visible in the returned media. It was reported that the reload used remained attached to the tissue. The trigger was uncoupled from the rod, but it did not release. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2, b5, d10, g3, h6 d10 concomitant products: sigadaptxl sig power sigadaptxl linear xl adapter - serial# (B)(6); sigphandle sig power sigphandle handle - (serial#(B)(6)). New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracic, the reload experienced a technical failure during stapling, in which the reload used remained attached to the tissue. The trigger was uncoupled from the rod, but it did not release. A key was used, but itwas unsuccessful. The surgeon had to reverse the surgery to open it when the rod stuck in the tissue was manually removed. The surgery was continued with another adapter with the same handle.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that the jaws were clamped and the I beam was partially advanced. Staples were up distally between the jaws. Tissue could be seen between the jaws. The reload was not connected to any other instruments. The knife bar assembly was observed advanced to the 4cm cut line. Tissue was observed in the distal end of the jaws. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of incomplete retraction and damaged laminate hooks that has relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial number: unknown) sigadaptshort, sig power sigadaptshort lin short adapt, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracic surgery, the jaws locked on the tissue. There was no patient injury.